Event description:
It was reported to philips that the allura device could not x-ray due to an image disc storage error. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that there was problem with the image disk of the ip-pc. According to the additional information collected, the system was in clinical use when the issue occurred, so the coronary procedure got delayed. The fse rested the connections of the hdd and recreated the image disk. After this the system was returned to use in good working order.